Manufacturer narrative:
Block e1: it was reported that the second contact number is (B)(6) . Block h6: device code 2610 captures the reportable event of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device was placed onto the endoscope and the bands were attempted to be released off the device, but the bands did not deploy and seemed to be attached one to another. No patient complications have been reported as a result of this event. Additional information received on september 17, 2020: it was reported that the speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. Reportedly, there was difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported that the second contact number is (B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the device was placed onto the endoscope and the bands were attempted to be released off the device, but the bands did not deploy and seemed to be attached to one another. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.